Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 159 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to trueresult meter; back to back blood test produced test results of 171 mg/dl using truetrack meter and 117 mg/dl using trueresult meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015, recall test results performed from meter memory: 171mg/dl, (B)(6) 2015, 02:59pm; 238mg/dl, (B)(6) 2015, 01:17pm; 188mg/dl, (B)(6) 2015, 12:53pm; 188mg/dl, (B)(6) 2015, 12:53pm; 97mg/dl, (B)(6) 2015, 12:52pm; 200mg/dl, (B)(6) 2015, 12:50pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 159 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to trueresult meter; back to back blood test produced test results of 171 mg/dl using truetrack meter and 117 mg/dl using trueresult meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1:171mg/dl (B)(6) 2015 02:59pm; 2:238mg/dl (B)(6) 2015 01:17pm; 3:188mg/dl (B)(6) 2015 12:53pm; 4:97 mg/dl (B)(6) 2015 12:52pm; 5:200mg/dl (B)(6) 2015 12:50pm; adverse event not reported.